Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The cac adapter has cables that connect to the controller and into an electrical outlet. The instructions for use (IFU) and patient manual instruct the user that a green indicator light on the adapter will indicate proper connection. The redundant power source will continue to supply power to the pump. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Additional system component being reported for this event: a (B)(4) - catalog number-1425us. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that both patient's controller ac adapters have loose connections when attached to the controller. The devices were exchanged successfully with no reported patient impact or consequences. No further information was provided.

Manufacturer narrative:
(B)(4). It was reported that two controller ac adapters have loose connections when connected to the controller. Two controller ac adapters, (B)(4) and (B)(4), were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis was not performed since the units were not returned. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause may be attributed to a missing inner o ring gasket of the controller ac adapter causing the connection to get loose. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.